Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 and indicated that the probe rinse block was not in position for probe rinse. Fse cleared the probe rinse block pathway obstruction. This resolved the issue. The root cause for this event is attributed to an obstruction in the rinse block pathway and misaligned rinse block. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that fluid consisting of blood and diluent was observed leaking from the bottom of the rinse block during backwashing of the manual aspiration probe on the coulter lh 500 hematology analyzer. Per customer, the leak consisted of approximately 2ml of fluid. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, protective glasses and gloves at the time of the incident. No injuries occurred, no exposure was reported and medical attention was not sought. No patient results were impacted by this event.